Event description:
It was reported that the event occurred while in the cath lab during insertion of a cl-07824. The user attempted to insert the spring wire guide (swg) into the supper arrow-flex sheath and was unsuccessful. There was a 15 minute delay or interruption in therapy because the user tried to reinsert repeatedly; 2 or 3 times. As a result, the user gave up and the device was not used. The user opened a new kit and retried from the beginning and the procedure went on successfully. There was no report of pt death, complications, injury or medical/surgical intervention required. The pt outcome is not harm from the event.

Manufacturer narrative:
(B)(4).